Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. The device was returned, and the product investigation was conducted with the results noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). The dye test result showed the coating of the injector tip was slightly thin. Proper coating is necessary for the iol to advance in the injector. After reloading the injector, we could release the re-installed iol from the returned injector tip without any problems, especially for iol clogging. As there were no abnormalities found in the inspection and production records, and the dye test and reloading test showed that the lens was able to be ejected from the injector, it was not possible to determine the exact root causes of iol clogging. Risk analysis conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol got stuck in tip. Patient impact: no impact. Health impact: no patient involvement. It occurred in china, there was no impact to patient, however it was directly reported to the local authority by the hospital.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Iol got stuck in tip. Patient impact: no impact. Health impact: no patient involvement. It occurred in (B)(6), there was no impact to patient, however it was directly reported to the local authority by the hospital.